Event description:
It was reported that the patient had a device for fecal but also had irritable bowel syndrome (ibs) and full thickness rectal prolapse. The issues occurred about a year ago in (B)(6) 2014, it was bad, and she needed to get it taken care of. She thought the device had helped with the ibs. The patient was scheduled for surgery to have part of her lower intestine taken out next week. Her healthcare professional was unaware of issues with the patient¿s device components.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va09p7j, implanted: (B)(6) 2014, product type: lead. (B)(4).